Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an abscess drainage procedure, guide wire fracture occurred. The physician was working on the left lower quadrant abscess using a accustick ii system .038 j. The shorter guidewire (.018 guidewire) supplied with the system, fractured outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.